Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had blank display. Customer's blood glucose at time of incident was 290 mg/dl. The customer's father stated pump is turning on and off with notice. The customer's father stated that the pump will go blank and then turn back on without them doing anything. The customer was advised the pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.